Manufacturer narrative:
Initial reporter - phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device remains implanted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.